Manufacturer narrative:
(B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
Initially, patient was experiencing a mild form of shifting glare in the right eye. Patient was able to tolerate the glare in the right eye, but not the left. As a result there was no plan for a lens exchange in the right eye at that time. However, through a recent follow-up, it was learned that the zmb00 15.0 diopter intraocular lens (iol) was explanted from the patient''s right eye. The lens was replaced with a non-amo device. No vitrectomy was needed. However, incision enlargement and suture were required. Customer no longer has the lens for evaluation. No further information was provided.